Event description:
A report was received stating a tracheostomy tube's cuff would not inflate. Recannulation of the patient was required. There was no harm to the patient reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).